Event description:
Boston scientific received information that this right ventricular (rv) lead had increased pacing impedance measurements of 600 to 900 ohms. All other lead diagnostics were within normal limits. It was noted that this patient has a history of twiddling. Subsequent information was received three months later that the impedance measurements had increased to 1500 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue to monitor the lead for any further increased impedance measurements. No other adverse events have been reported. This product issue will be updated if additional information is received.